Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device has ripped and bubbled dso seal. There was no patient involvement.

Manufacturer narrative:
Received one device. Confirmed customer complaint of, downstream occlusion sensor (dso) seal damaged, also found upstream occlusion sensor (uso) seal delaminated. Replaced uso seal. Performed dso/uso calibration. Validated repair through dso/uso sensor test. Performed performance verification tests (pvt). Unit pass all testing criteria. Software updated. Unit reset to standard configuration. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.